Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train. The catheter was found and no significant anomalies were found. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (4mg/ml at 0.8497 mg/day) via an implantable infusion pump. It was reported that the patient complaint of lack of pain relief and an alarming pump beginning on (B)(6) 2019. During a pump replacement surgery they catheter was unable to aspirated from, there was no cerebrospinal fluid (csf), and it was cut at the spinal segment. It was noted that the healthcare provider (hcp) believed that a piece of the catheter broke during explant and remained in the patient. The pump logs were checked and showed motor stalls and recoveries had occurred starting on (B)(6) 2019, with the last stall happening on (B)(6) 0220 with no recovery. The cause of the issues were undetermined. The explanted catheter and pump were returned to pathology and would be returned to the device manufacturer representative when released. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.